Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Plaintiff had bilateral knee replacement due to alleged failures of implants both knees had to be revised. Medical records in 2007 indicate that the left knee was revised to address infection of the knee joint.